Event description:
It was reported the right atrial (ra) lead exhibited undersensing and high thresholds. Upon removal of the lead, it was noted that dislodgement had occurred. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory was also performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.